Event description:
The low flow alarms were reportedly due to the patient having a small total body surface area (bsa). The alarms had resolved when the patient was upgraded to a low flow threshold of 1.5 lpm. The driveline disconnected captured in the log files was reported to have been due to the system controller being disconnected for the update. The patient is currently stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow events; however, a specific cause for the events could not conclusively be established through this investigation. The driveline disconnect alarm was determined to be due to the system controller being disconnected to perform the software update. A direct correlation between (B)(6) and the reported events could not conclusively be determined. It was reported that technical services reviewed the submitted log files and captured low flow events on (B)(6) 2021, and a driveline disconnect on (B)(6) 2021. The patient reported constant low flow alarms when the flow drops below 2.0 lpm. The patient underwent a successful controller software upgrade on (B)(6) 2021. The patient was upgraded to version 1.7.91 which has a low flow threshold of 1.5 lpm. The custom device request was submitted and approved. Additional information from the vad coordinator revealed that the low flow alarms were due to the patient having a small total body surface area (bsa) so naturally the required flow is lower. The alarms had resolved when the patient was upgraded to a low flow threshold of 1.5 lpm. The driveline disconnected captured in the log files was reported to have been due to the system controller being disconnected for the update. The patient is currently stable. The controller event log file contained 21 low flow faults when the flow dropped as low as 0.2 lpm, below the low flow threshold of 2.0 lpm. Of these faults, 6 lasted long enough to trigger low flow alarms on (B)(6) 2021 12:14:13 through (B)(6) 2021 12:15:00. The log file also captured lvad off, driveline disconnect, low speed, and low flow alarms on (B)(6) 2021 12:14:13 through 12:20:28 which appeared consistent with the disconnect of the system controller during the software update. The device operated above the low-speed limit for the duration of the log file and appeared to function as intended. The controller periodic log file contained 2 low flow faults on (B)(6) 2021 11:15:15 and 17:15:15 when the flow dropped to 1.9 lpm, below the low flow threshold of 2.0 lpm. Of these faults, 1 lasted long enough to trigger a low flow alarm on (B)(6) 2021 11:15:15. The device operated above the low-speed limit for the duration of the log file and appeared to function as intended. The lvad event log file captured data during the time where the system controller underwent the software update on (B)(6) 2021 12:14:03. The device appeared to function as intended. The lvad periodic log file captured the device operating as intended. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The current heartmate 3 lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿ contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. The log files captured low flows with high pis on (B)(6) 2021, as well as pi events also on (B)(6) 2021. There was also a driveline disconnect recorded on (B)(6) 2021 at 12:14:13 pm.